Manufacturer narrative:
(B)(6). Bd pas acknowledges that the customer has had an issue with the incident lot, but for plant evaluation purposes, the complaint was not observed due to a lack of objective evidence. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic pas-002-pic (collapsed tubes) was appropriate.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had molding defects. No serious injury or medical intervention reported.